Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened prior to the malfunction. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to reset the pump, with information provided about resetting iob and the maximum hourly bolus when the pump is turned off. The customer was advised to call back after performing the reset.